Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.